Event description:
It has been reported that device speakers are not functioning correctly.

Manufacturer narrative:
Updated awareness date.

Manufacturer narrative:
Updated awareness date.

Manufacturer narrative:
Received clarification that the issue was discovered while in use on a patient. Become aware date updated to 13jan2022.